Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 4 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly of the returned device, the blood contacting surfaces were free of any adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a chronic driveline infection that was treated with cefepime. The date of the onset is unclear. On (B)(6) 2017, the patient¿s pump was exchanged due to the infection. No further information was provided.